Event description:
Note: this report is being filed for the first of two complaints that occurred during the same procedure. Refer to MFR# 3005099803-2009-03846 for the associated device info. It was reported to boston scientific corp that two flexima biliary stent systems were placed during an endoscopic retrograde cholangiopancreatography procedure for bile duct leakage in the left hepatic duct of a (B)(6) female pt. During the procedure, the doctor intended to deploy two plastic biliary stents in the left hepatic duct. After positioning of the first device, the guide catheter was unsuccessfully retracted in the attempt to deploy the stent. Once force was applied to the guide catheter, the stent deployed at the target lesion and the catheter broke. After positioning of the second device, the stent was successfully deployed at the target lesion only after force was applied to the guide catheter resulting in stretching of the guide catheter. The procedure was completed with no reported pt complications. The pt was reported to be in stable condition after the procedure.

Manufacturer narrative:
The complainant indicated that the device has been disposed; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).